Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 8.0 x 30 mm cordis precise pro; embolic protection: emboshield nav 6 there was no reported product deficiency. The reported patient effects of neurological event, bradycardia, ischemia and hypotension are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient was hospitalized due to a stroke. On (B)(6) 2011, during a left internal/ common carotid artery at the end of the procedure, the patient developed slurred speech and a recurrence of symptoms experienced from the previous stroke. Reportedly, the symptoms were exacerbated from procedural bradycardia and hypotension, which resulted in decreased perfusion to the right hemisphere; thereby, resulting in ischemic penumbra. The hypotension was treated with dopamine. On (B)(6) 2011, treatment for the hypotension changed to midodrine and the patient was transferred to rehabilitation. On (B)(6) 2011, the patient was discharged home. There was no additional information provided.